Manufacturer narrative:
Based on the limited information provided at this time, no conclusions can be made. The patient's attorney did not allege a specific device failure or patient injury and the medical records provide were limited to the patient's implant operative report only. Without a lot number a review of the manufacturing records could not be conducted. If/when additional information is provided, a supplemental MDR will be submitted.

Event description:
The following is based on medical records provided by the patient's attorney: (B)(6) 2004 - the patient was diagnosed with vaginal vault prolapse, grade iii cystocele and stress urinary incontinence. The patient underwent a posterior sacral colpopexy with a marlex mesh (alleged bard flat mesh), a bilateral salpingo oophorectomy, a non bard/davol cystourethropexy and cystoscopy. The operative reports notes "the fornix of the vagina was identified and freed of overlying parietal peritoneum and once this was accomplished, a marlex mesh graft was attached with interrupted 3-0 vicryl suture and the blunt end was attached to the promontorium with #1 prolene interrupted sutures." The patient's attorney alleges unspecified adverse patient outcomes associated with use of device.